Event description:
It was reported that the patient had ineffective stimulation. X-ray imaging confirmed migration of both s1 leads. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.